Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.91 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The pump history was downloaded at the user facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.(B)(4).

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line b of the pump was programmed to deliver an unspecified concentration of herceptin. No specific programming parameters were provided. After approximately 1.5 hours, the device alarmed that the delivery was complete. At this time, the clinician noted that the herceptin container was half full. The customer contact stated, "all the fluid should have been infused, but half was left." The physician was notified. There were no adverse patient effects. No medical interventions were required. It was not specified if a replacement device was obtained or if the same device was reprogrammed; however, it was reported the delivery was complete and the patient was discharged 2 hours later. The device was removed from clinical use. Though requested, no additional information was provided.